Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow-up. The patient notifier was tested to demonstrate to the patient what it would feel like, but the notifier was not felt by the patient. The physician did not feel further actions were necessary. The patient will continue to be monitored through merlin.net and clinical visits.